Event description:
Aicd implanted 1/15/96. Problems developed in obtaining defibrillation thresholds. It was decided to do aicd evaluation with vf induction in 2 days time. Co rep was present during implant. During testing on 1/17/96, co rep was on the phone for technical backup. During testing, program wand appeared to cause 60 cycle interference. Pt was intubated, bagged, defibrillated and treated with dru ith resolution of ventricular fibrillation. When wand was removed the 60 cycle interference stopped. When wand was placed over the pt again, the 60 cycle interference resumed. Wand immediately removed and vent fib treated. Pt did recover with no known residual problems.